Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1096 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "safety device on catheter would not engage and on attempt to remove the needle and guidewire resistance was met".